Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2023-04502. It was reported that the patient experienced ineffective therapy and x-rays revealed that both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.